Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 08oct2019. It was reported that the patient lactate dehydrogenase level range postop was 2.31-20.18, and was treated with respiratory optimization and sodium bicarbonate. Metabolic factors such as respiratory, renal, and liver dysfunction was addressed. Lactate rose daily despite efforts to correct. Also, it was reported that the patient experienced rise in ventricular rate of baseline atrial fibrillation. A treatment with amiodarone 1mg/min was given. The medication stopped when the support was withdraw. The patient expired on (B)(6)2018.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced rise in ventricular rate and atrial fibrillation which may have been caused by the device. The patient was given amiodarone and was stopped on (B)(6) 2019 due to withdrawal of care.